Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: mrsa infection.

Event description:
Healthcare professional reported unknown side "mrsa infection". The device was explanted.

Manufacturer narrative:
Further investigation summary: given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported "patient had a mrsa infection." Device has been explanted.